Event description:
Noise was observed on the ventricular channel. The rv pacing lead impedance had decreased since implant. The physician was unable to recreate the noise. It was noted that there was oversensed noise when pacing lead impedance was updated. The physician decided to reprogram the device since the issue was an isolated incident. It was later reported that the lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received late due to re-evaluation of event.